Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy-bilateral, surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, mental disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device dislocation, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for: migration, abnormal bleeding, bladder/ urinary problems, uterus/ fallopian tube perforation. Discrepancy noted on essure removal date - (B)(6) 2016, (B)(6) 2014. The coil was removed in 2 sections, the outer and inner coil. There was no breakage of the coil, and there were no remnants left behind. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received. Reporter information was added. Patient¿s date of birth was added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy-bilateral, surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, mental disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device dislocation, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for: migration, abnormal bleeding, bladder/ urinary problems, uterus/ fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event injury was updated to uterine perforation. Events added: pain, abnormal bleeding, psych injury, migration, fallopian tube perforation, bladder/ urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Event outcome were updated to recovered/ resolved for: pain, bleeding, bladder/ urinary problems. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.